Event description:
During an incident in 1999, involving a female patient who was presenting with a syncopal (fainting) episode and was being transported to a hospital, this defibrillator twice said, "check patient" for no apparent reason and then it began to run 2 lines across the screen and would not respond to any controls.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. No incident printout was available for this evaluation. The hs3000 operating instructions warn against use of the defibrillator in a moving vehicle. It states that if the patient's condition changes during transport, bring the vehicle to a halt before operating the ECG analysis system and defibrillator. The hs3000 will display and prompt "check patient" if a shockable rhythm is detached. If using monitoring electrodes, the operator would then change to defibrillation electrodes and proceed to treat the patient. The hs3000 operating instructions explain that a blank display with an audible intermittent beep tone should be considered as a "service mandatory" message. It is our experience that this blank screen appears to have 2 lines across it. A "service mandatory" message with audible beep tone is displayed in the event that a critical part of the unit fails and the unit is disabled. "Service mandatory" faults caused by external electrical interference may occur or any digital equipment and such a fault will usually not be repeated. The operating instructions explain what to do should this prompt be experienced. The customer was sent a letter explaining our evaluation.